Event description:
The customer stated a patient generated a hemoglobin value of 8.6 g/dl on the cell-dyn 1700 analyzer. The patient was sent to the hospital to be transfused where a new specimen was drawn and yielded a hemoglobin value of 9.8 g/dl. No transfusion was given. No injury was reported.

Manufacturer narrative:
Clogged/obstructed; hgb flowcell, wbc transducer, silicon tubing, syringe and probe drives. The customer stated they also noted that the results from an api proficiency test did not match the results generated on a cell-dyn 1800 analyzer. The customer's cell-dyn 1700 had not had preventive maintenance for several years and service was requested to optimize the instrument. The field service representative (fsr) found the hgb flowcell reading out of specification. A worn 1 ml sample syringe and worn silicon tubing were replaced and the syringe and probe drives were cleaned and lubricated. The hgb flowcell and wbc transducers were clogged/obstructed and therefore were cleaned and adjusted. The vacuum/pressure, metering, settings, and gains were verified. Precision and qc passed. As the instrument met specifications, no further investigation was required. The cell-dyn 1700 system operator's manual (03h58-01, rev d) provides general troubleshooting information in section 10, pages 10-9, 10-10. The troubleshooting guide for "abnormal or erratic hgb, mch and/or mchc results" (10-13) indicates a dirty hgb flowcell may be a probable cause if the hgb reference value is <1700. Cleaning the flowcell and cleaning/changing the sample syringe are non- scheduled maintenance activities (table 9.1: non-scheduled maintenance frequency page 9-19). The flowcell cleaning procedure is given on pages 9-39 to 9-41. The sample syringe replacement/cleaning procedure is given on pages 9-31 to 9-33. A review of complaints for the period of 2007 through 2008, did not indicate an adverse trend for the cell-dyn 1700, list 03h53-01 for hgb issues. There is no systemic issue. This is the final report.